Event description:
Pt underwent a percutaneous transluminal coronary angioplasty with stent placement followed by successful arteriotomy closure with a prostar plus 8 fr pvs device. He was discharged home after the procedure and readmitted ten days after discharge for a femoral wound oozing and bleeding. The pt underwent incision and drainage of the wound and repair of a mycotic false aneurysm. Staphylococcus aureus reportedly was cultured from the wound. The pt's condition improved, but five days later the femoral artery site apparently dehisced(the surgeon stated the "femoral artery popped"). The pt returned to surgery for placement of a flap over the wound. The pt remained hospitalized in intensive care with general sepsis. Streptococcal faecalis reportedly was cultivated and treated with intravenous antibiotics. The source of this infection currently is unk. The pt is dabetic, which would contribute to difficulty in wound healing and susceptibility to infection. Despite repeated efforts, the co has been unable to obtain more info about this event in south africa. This report is being submitted, not because perclose believes its device caused or contributed to the event, but because a serious injury occurred within the meaning of 21 cfr 803.3 (aa) and a perclose device was used during a procedure preceding the event.